Event description:
Per the clinic, the device was explanted on (B)(6), 2012. It was reported that the patient never received auditory benefit from the device. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.